Event description:
The customer contacted beckman coulter inc (bec) in regards to an increase in rheumatoid factors (rf) erroneous positive results, which recovered slightly above the 20 iu/ml. The results were generated on the immage 800 immunochemistry instrument. The results were not reported out of the laboratory. The erroneous positive samples were sent to another lab for testing and lower than 20 iu/ml results were obtained on all the samples. Patient treatment was not impacted by this event.

Manufacturer narrative:
Change from: (B)(6) 2011, to: (B)(6) 2011. Change from: rheumatoid factor, to: rheumatoid factor immunological test system.

Manufacturer narrative:
The sample type was serum. No additional sample information was provided. Rf qc had been within acceptable range. Service was not performed on the instrument since this is a reagent issue. A new lot of reagent was provided to the customer. This is a reagent issue.